Event description:
This is a report of a patient death coincident with peritoneal dialysis (pd) therapy. The patient was in a nursing home for three weeks prior to death. On an unknown date prior to death, the patient was hospitalized due to a cerebral bleed related to a fall. On an unreported date the patient had surgery for the cerebral bleed. While hospitalized, it was unknown if the patient was on pd therapy prior to death. The cause of death was not reported. It was not reported if an autopsy was performed. Additional information was requested, but is not available.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.